Manufacturer narrative:
Batch review performed on 01 december 2020 lot 176835: 131 items manufactured and released on 19-feb-2018. Expiration date: 2023-02-04. No anomalies found related to the problem. To date, 129 items of the same lot have been already sold without any other similar reported event. Other device involved in the event liner: impact 01.32.3648hct flat pe hc liner ø36/f lot. 1904357 (k103721) batch review performed on 01 december 2020 lot 1904357: 160 items manufactured and released on 17-jun-2019. Expiration date: 2024-06-02. No anomalies found related to the problem. To date, 147 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner 10 months after primary. The surgery was completed successfully.